Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 135 mg/dl. Customer alleged pump was the issue and declined tandem technical support's offer to troubleshoot. Upon follow up, customer met with a tandem clinical diabetes specialist and pump was found to be functioning properly and customer acknowledged information.